Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Full lead in segments returned and analyzed. Additional observations of proximal conductor distorted, proximal conductor blood/body fluid (not obstructed), outer insulation breached cut, blood in/on helix mechanism and apparent explant damage.

Event description:
It was reported that the right ventricular lead had rising thresholds and a loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.